Event description:
In 2008, a clinical incident involving a super turbovac with integrated cable arthrowand was reported to arthrocare corporation. One day following a shoulder arthroscopy procedure, it was reported the patient sustained a burn (severity not known) on patient's arm and elbow. Awaiting further information regarding patient status and treatment.

Manufacturer narrative:
The device was not returned to the MFR, therefore, a complete investigation cannot be performed. Awaiting further information regarding usage of device during surgical procedure as part of investigation.